Event description:
Customer stated that the ventilator stopped supply of flow to the patient during use in the intensive care unit. However, no error code or alarm showed on the monitor and no alarm was heard. After power off and then back on again, unit began to operate normally. There was no patient injury as a result. The ventilator was tested by hospital biomed personnel and the unit operated normally.